Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 30 mg/dl, 9 mg/dl, 41 mg/dl and 30 to 40 mg/dl. The customer reported that they treated low blood glucose level with glucose candy. Customer stated he was using 5.1 units insulin when he was using his automode and he mentioned he was sensitive to insulin and it was normal for him to have blood glucose that was on 30 to 40 mg/dl range. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.